Manufacturer narrative:
This MDR is preventive action. Until now there is a lack of information, but further information has been requested from the user. We will provide further information as soon as the investigation continues.

Event description:
Per conversation with the representative in the room ((B)(6)), patient presented to surgeon with a dislocated endo knee. She didn't know how it happened and it had been that way "for a while", dr. Was able to expose the knee, remove the old tibial plateau, reduce the knee and insert a new tibial plateau. Could not tell the mode or dislocation. The femur had pulled off the tibia, but the plastic insert was still on the tibia. It looked like the female bushing of the femur had worn through the tibial plateau plastic. Surgeon was happy with the result.